Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device into uterus / migration of essure device location of device: uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure insertion date (B)(6) 2006 and dates of live births: (B)(6) 2006/insertion less than 42 days post live birth". Concomitant products included bupropion since (B)(6) 2006, fluoxetine since (B)(6) 2006 and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("persistent pelvic pain / pain pelvic area") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and supracervical hysterectomy (uterus only), tubal ligation). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure migrated into the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: dysmenorrhea, lower back pain and abdominal pain were added. Outcome of events back pain and abdominal pain from unknown to recovering /resolving were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device into uterus / migration of essure device location of device: uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("persistent pelvic pain / pain pelvic area"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery (supracervical hysterectomy (uterus only), tubal ligation) and surgery (ablation). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: essure migrated into the uterus. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device into uterus / migration of essure device location of device: uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure insertion date (B)(6) 2006 and dates of live births: (B)(6) 2006/insertion less than 42 days post live birth". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In march 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("persistent pelvic pain / pain pelvic area"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In june 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"). The patient was treated with surgery (ablation and supracervical hysterectomy (uterus only), tubal ligation). Essure (ess205) was removed in january 2009. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure migrated into the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- essure insertion date (B)(6) 2006 and dates of live births: (B)(6) 2006/insertion less than 42 days post live birth. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device into uterus") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding complications") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the device expulsion, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device expulsion, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure migrated into the uterus incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.